Event description:
Traction removal by physician after the tube had been in the pt 318 days. The internal retention dome pulled apart from the tube and was left inside the stomach. There was no pt injury.